Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture in the ir window and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 11/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: there were pump reboot events observed in the black box history. The battery compartment was cracked above and below the bumper pad. No damage was found to the battery cap. The battery cap attached securely to pump. The pump was exercised for 24 hours with no power issue occurring. Corrosion was observed in the battery compartment.

Manufacturer narrative:
Follow-up #2, (B)(6) 2017- correction to serial#.